Manufacturer narrative:
H10: ting-chao lin, po-lin chen, chiu-yang lee, chun-che shih, I-ming chen (2019). Covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review. Journal of the chinese medical association, 82(1):44-49. Doi: 10.1097/jcma.0000000000000005. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of chinese medical association" titled "covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review". That sometime post stent placement, out of forty two patients, there were two occurrences of hematoma which was resolved by prolonged local compression. It was further reported that, three occurrences of embolism which was resolved by urokinase infusion and two occurrences of extravasation which was resolved by balloon assisted hemostasis. Furthermore, eighteen occurrences of instant restenosis, two occurrences of acute renal failure, five occurrences of myocardial infarction, one occurrence of stroke, one occurrence of amputation and one occurrence of vessel injury were noted. The current status of the patients were unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. No x-ray images were provided for review. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: it was not known for which product of the bare metal stent group these events were reported. If it involved a lifestent, the specific type of lifestent is unknown. However, holding and handling of the systems throughout deployment was found sufficiently described in the instructions for use; accessories required are referenced. Potential adverse events that may occur are found described, such as amputation, hematoma, renal impairment, malposition, restenosis, distal embolization, and surgical intervention. H10: lin, ting-chao, po-lin chen, chiu-yang lee, chun-che shih, and I-ming chen (2019). Covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review. Journal of the chinese medical association. 82(1): 44-49. Doi: 10.1097/jcma.0000000000000005. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of chinese medical association" titled "covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review" that sometime post a stent placement in the occluded superficial femoral artery lesion, out of forty-two patients, two patients were allegedly diagnosed with hematoma which was resolved by prolonged local compression. It was further reported that of forty-two patients, three patients were allegedly diagnosed with distal embolism which was resolved by urokinase infusion and two patients allegedly experienced extravasation which was resolved by balloon assisted hemostasis. Furthermore, of forty-two patients, eighteen patients allegedly experienced in-stent restenosis, two patients developed an acute renal failure, five patients experienced an acute myocardial infarction, one patient had stroke, three patients underwent major amputation, and one patient had vessel injury. The current status of the patients were unknown.